Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device was returned for an evaluation. The event was most likely caused by customer abuse. There have been no other reported cases of welded handles coming off dewar's with over 35,000 vessels manufactured since 2004, and this vessel was in the field for 9 years prior to the handle coming off. Caire performs a type approval test on the handles that demonstrates that they can withstand a 2-g force. They are lifted by one handle while full of lox or an equivalent weight.

Event description:
While the operator was lifting the reservoir, one of the handles on the reservoir came off, causing the unit to fall and injure the operator at the fingers. The technician received a superficial cut on the index finger, and no medical intervention was required. The event occurred in (B)(6) 2020.